Event description:
(B)(6), reported on behalf of the investigator that following tha surgery (involving an accolade stem, trident shell and liner and a delta head) on (B)(6) 2014, the patient allegedly developed a superficial infection of the wound on (B)(6) 2014. The customer further reported that the patient was treated with antibiotics and that the event resolved on (B)(6) 2014. (B)(6) reported on behalf of the customer that it is unclear whether the alleged infection occurred in relation to the device.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was confirmed. Device evaluation and results. The device was not returned for analysis. A review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The cra, reported on behalf of the investigator that following tha surgery (involving an accolade stem, trident shell and liner and a delta head) on (B)(6) 2014 the patient allegedly developed a superficial infection of the wound on (B)(6) 2014. The customer further reported that the patient was treated with antibiotics and that the event resolved on (B)(6) 2014. The cra reported on behalf of the customer that it is unclear whether the alleged infection occurred in relation to the device.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 6020-3535, lot # 41211103, description: accolade 132 size 3.5; cat # 540-11-52e, lot # 5733701, description: trident psl ha solid back 52mm; cat # 6570-0-232, lot # 43983003, description: delta v-40 ceramic head 32/+4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Devices remain implanted.